Event description:
It was reported that the patient underwent the right inguinal hernia repair procedure on (B)(6) 2010 and mesh was implanted. The patient experienced undefined complications. No additional information was provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).